Event description:
It was reported that the device's quick-combo defibrillation cable was defective. There were no reports of patient use associated with this event.

Manufacturer narrative:
Physio-control provided customer with the part number for a quick-combo cable to replace the defective one. The removed cable will not be returned to physio-control for evaluation. The root cause of the reported failure cannot be determined.